Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device will not charge. The device was in use, monitoring a patient at the time of the event, however no patient or use harm or impact reported.